Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine rebooted unexpectedly during nursing medication pulls for patients. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine rebooted unexpectedly during nursing medication pulls for patients. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was rebooting on its own during user pull the medication for patients. A field service engineer inspected all the drawers and found that the retractor and pyxibus cable damage and taped the sharp edges on the cable to resolve the issue. Ran the power supply acceptance test in diagnostics, which initially failed due to a bad battery. The fse replaced the battery and tested all drawers in both the main and auxiliary cabinets. A proactive inspection was completed. The system functioned as intended after the field service engineer repaired the device.